Event description:
Additional information received reported the cause of the motor stall was not determined. This motor stall was noted to be the first motor stall of the pump. After the new device was implanted, the patient felt stable. The concentration of the lioresal was 500mcg/ml.

Event description:
It was reported an unrecovered motor stall occurred. The patient had symptoms of increased spasticity and less than 50% therapy relief. The pump was explanted and replaced. The patient was listed as "alive - no injury." The pump was used to deliver lioresal (baclofen). Additional information has been requested, but was not available as of the date of this report. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis of the pump (sn (B)(4)) found no anomaly. Initial print outs showed multiple stalls and recoveries that occurred between (B)(6) 2015 at different times of the day and mostly short in duration (ranging from 5 minutes to nearly 40 minutes). Since explant and arrival, there were no additional stalls occurring in the logs. The pump passed all non-destructive testing including flow testing. The technician noted during initial destructive analysis that the pump contained "extremely slight non-significant corrosion". Final destructive analysis was performed and the pump components were thoroughly inspected showing no anomalies could be determined as the root cause for the field stalls and recoveries.

Manufacturer narrative:
(B)(4).